Event description:
Customer called to report that she had high blood glucose and her insulin pump was is alarming no delivery. Customer stated that she was trying to deliver a basal/bolus and the insulin pump kept alarming no delivery. Customer stated that she changed her reservoir, delivered a 5.0 units fixed prime, the insulin exited and the insulin pump did not alarm. Advised that the insulin pump was working as designed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2015-80286.